Event description:
It was reported that, the surgeon implanted tritanium primary cup and proceed to implant mdm liner (cat #626-00-42e) with black headed impactor from mdm tray (cat #1235-0-013) and upon impaction the black impactor tip broke off from handle. No complication ensued and surgeon used impactor from the trident reamer tray as an alternative.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.